Event description:
The nurse reported that there was v-tach with no audible alarms and no recorded strip at the bedside. However, she stated that it was stored in alarm review. There were no injuries to the pt.